Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leak event on 17-apr-2024. The infusion set was in use for three days.the leakage was at site. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.